Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log shows that apart from blower failure, no o2 dosing and step motor voltage is too low has alarmed.

Event description:
The customer reported that the bellavista 1000 triggered alarm 316-blower failure. As of this time, it was not confirmed if there was patient involvement associated with this reported event.